Event description:
The patient indicated to be true to inflammation, sensitivity, discomfort, not fitting, and root resorption concerns. The patient's dentist did not recommend this treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.